Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was confirmed. A damaged printed circuit board was found and caused the reported faulty display. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the subject device, it is believed that the reported failure was caused by a faulty printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the insufflation unit exhibited no display of the insufflation parameters and a faulty display control card. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.